Event description:
During a single vessel small thoracotomy procedure, the da vinci surgical system presented a fault code to the user and it was reported that the "system locked up". The site did not record the fault code. The procedure was converted to an open sternotomy to complete the planned procedure. No pt harm, adverse outcome or injury was reported. No additional pt info was provided.

Manufacturer narrative:
The isi field service engineer was unable to determine why the da vinci safety systems transitioned the system to a "safe state". A review of the system errors logs produced no indication of a system malfunction. The cause of the customer complaint could not be identified.